Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The subsidiary service repair technician (srt) reported that during routine testing of the device at the service center, the central monitor (ccm) was not booting to the perfusion screen, and constantly displayed a "system computer needs service" error message. There was no patient involvement.